Event description:
Allegation of communicator showing a red call doctor icon blinking when trying to send a transmission. The patient underwent a lead revision on the right ventricular (rv) lead the day before. Basic troubleshooting was recommended in order to fix the communicator issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.